Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician attempted to direct stent a liberte 3.0x20mm bare metal stent to the 95% stenosed lesion located in the mildly calcified, very tortuous right coronary artery (rca), but was unable to cross the lesion. They removed the sds and went in with a balloon to try to dilate the lesion. The nurse noticed that the stent was not on the balloon. Using fluoroscopy, it was noted that the stent was at the very proximal edge of the vessel in the rca. They were able to snare it and remove it without any patient complications.